Event description:
It was reported that the fiber cap broke after 70,000 joules of use. The procedure was completed by transurethral resection of the prostate. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the metal cap is detached and returned. There are no signs of breaks or fractures at the glass cap. The glass cap exhibits severe devitrification at output window. The fiber can rotate independently within outer flow tubing. The metal cap exhibits mild char on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. This would cause reduced vaporization efficiency. The observed damages are likely due to heat accumulation. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of metal cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the fiber tip broke. No information was reported as to how the procedure was completed. No patient or user clinical consequences occurred due to this event.

Event description:
It was reported that the fiber cap broke after 70,000 joules of use. The procedure was completed by transurethral resection of the prostate. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
Event description updated. Other relevant history updated. Device available for evaluation updated. Device return date updated. Bsc aware date updated with date additional information was received. Device evaluated by MFR updated. Device not eval by MFR code updated. Device returned to MFR updated. Evaluation method, evaluation results and evaluation conclusion code updated.